Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, the devices were set up with no problem. There was no abnormality when connecting the reload, either. After the connection, the yellow tab was removed. The doctor approached to the tissue, and the devices changed to firing mode. The doctor pressed the firing button, but firing did not advance. The doctor opened and closed the jaws of the cartridge once more, changed the devices to firing mode, and pressed the firing button, but the firing still did not advance. A new handle and adapter, cartridge was used to continue the procedure. The indication of "firing finished" was displayed on the indicator screen of the handle which could not fire. A few hours later, when checking the handle, the error mark was found to be displayed. Even after the handle was restarted, the error mark was still displayed. There was no patient injury.